Manufacturer narrative:
As product was not returned and the test strip lot reported with the complaint are expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: the test strips the customer was using expired on august 31, 2015. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's friend reported that customer was receiving readings that were lower than readings obtained by her healthcare provider at a routine check-up appointment. Caller did not know what readings the customer had received, but noted the hcp received a reading of 400 mg/dl on the hcp meter on (B)(6) 2015 during the visit. Customer was given a tulicity (dulaglutide) single dose pen injection and metformin. Customer was contacted in follow-up and clarified that the readings she received on her adc blood glucose meter that were compared to the hcp reading of 400 mg/dl were: 119 mg/dl, 123 mg/dl and 121 mg/dl. Customer was unable to report precisely when they were received relative to the hcp's readings. There was no report of death or permanent injury associated with this event.